Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the drawers 3.1,3.2 had failed. A field service engineer (fse) performed reseating of the rowboard cable at the drawer controller board and inspected the rowboard trays. Cables were checked for any damage, including burn marks, exposed wires, or cuts. Pockets were removed, and debris was cleared to eliminate any potential shorting issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 3.1 and 3.2 were failed to open and not detected on bus. Customer tried to recover and rebooted the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.